Event description:
A malfunction was reported by the customer, indicated by malfunction code 3. There was no reported impact on the customer's blood glucose level. Technical support arranged for the faulty pump to be replaced, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy. The faulty pump was covered under warranty, and the customer received instructions on returning it to tandem.